Event description:
It was reported that during a generator replacement the surgeon noted that the vns lead appeared to be "nicked". However good diagnostics were observed at the end of the surgery and the lead was not replaced. No additional relevant information has been received to date.